Manufacturer narrative:
The customer communicated via phone call with the philips response center.

Event description:
The customer reported the device ECG measurements were not reading. The device was in use on a patient and there was no adverse event to patient or user.